Event description:
It was reported that an ilet pump experienced premature battery discharge and rapid depletion, with the device displaying an unexpected mode message on the mobile app and powering down during a rewind attempt; the user transitioned to subcutaneous insulin via multiple daily injections and continued cgm use. Symptoms included hyperglycemia around 300 mg/dl and headache. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an energy storage system problem associated with the battery consistent with premature battery discharge. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.